Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the catheters received were bent/defective.

Manufacturer narrative:
The device history record for lot 2335300464 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Per customer, the defective product was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.